Event description:
The customer reported a high blood glucose level, which was displayed as "high" on their continuous glucose monitor, but no specific value was provided. Actions taken included administering a correction bolus via the pump, inspecting the infusion site as instructed by technical support, and planning to change supplies once the customer returned home, with a backup therapy ready if required. No further assistance was needed.